Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break causing the noise/impedances issues.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant. It was noted that it took many turns to get the helix to deploy, and once the lead was connected to the device there was noise and high out of range impedance greater than 3000 ohms. The lead was extracted without being able to retract the helix, and the patient was implanted with a passive lead instead. It was reported that there were no additional adverse patient effects.